Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter. There was blood and contrast inside and outside of the device. The tip, hypotube and distal shaft was microscopically examined. Inspection revealed a kink in the distal shaft 90mm from the tip of the device, a partial separation in the collar area, and damage to the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 28jul2016. It was reported that difficulty advancing and a shaft kink occurred. The 90% stenosed lesion was located in the severely tortuous and moderately calcified distal right coronary artery (rca). After a lesion in the proximal left anterior descending (lad) was treated, a guidezilla¿ was selected for use as lesion crossing in the rca was expected to be difficult due to the severe tortuosity. The guidezilla¿ was advanced without performing anchor balloon technique, subsequently it was unable to advance further to the target lesion. The catheter was removed from the patient and was noted to be kinked several millimeters from the collar area. The procedure was completed with another of the same device. No patient complications were reported and the patients' status was good. However , device analysis revealed partial separation on the collar area.